Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was perforation occurred and dissection noted. It was reported that versacross connect laac access solution selected for use. During the procedure, the septum was crossed in an inferior and mid position used the rf wire. When the physician advanced the wire, it was entered to the patient's aorta. Physician was pulled the wire back and moved it to a more posterior position. Physician proceeded with placing the watchman device. The patient's vitals were monitored and patient remained stable. The imaging physician monitored the where the wire had entered the aorta. Aorta was dissected with the versacross wire. It was noted that there was some mild intramural hematoma on the patient's aorta. CT surgery was consulted. They advised to get a CT scan on the patient and monitor vitals. Patient was extubated and taken to get a CT. The CT surgeon reviewed the patients CT scan and noted that it was an intramural hematoma on the patient's aorta, but not further intervention was needed at this time. The procedure was completed. No versacross malfunction was reported. The patient was hospitalized and later discharged. It was reported that the patient had patient had a dilated aortic root. The device is not expected to be returned for analysis (disposed).